Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because data port issue was not resolved with troubleshooting.

Manufacturer narrative:
The lay user/patient's product(s) was returned on (B)(4) 2012 and evaluated on (B)(4) 1969 by lifescan product analysis with the following findings: the meter involved in this case failed testing. Product analysis found the meter's lcd cable/cable connector was defective. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.